Event description:
It was reported that the patient presented in the hospital for feeling lightheaded. An interrogation report noted that the patient's device provided shocks, one of which accelerated into ventricular fibrillation (vf) therapy. The device failed to convert the patient's rhythm, and it rhythm was self terminated. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.